Event description:
Dexcom g7 sensor had been reading that glucose was in range, when in fact it was over 400. This caused me to have dka as this controls my insulin pump as well. This could have resulted in my death. Dexcom was contacted and did not care only concern was to replace the sensor. This is a huge error on dexcom part and needs to be corrected. I have had to miss work and am seeking medical care due to the faulty equipment. Lives are at risk for faulty equipment. This needs to be escalated immediately. Thank you. The finger stick was too high to register.